Manufacturer narrative:
Date of event - revised to reflect correct date of event. (B)(4).

Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the syringe barrel was malfunctioning. The fse replaced the syringe barrel to resolve the reported problem. The repairs were verified per established service procedures. (B)(4).

Event description:
Customer reported that ca control is failing for bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.